Manufacturer narrative:
Investigation summary: with the available information, boston scientific laboratory analysis confirmed the reported clinical observations of fluid leak leading to loss of device function cause by a small hole in the cuff. The observed damage was determined the most probable cause of the reported events. Device history record review: review of the device history record confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the cuff of this device was visually inspected, microscopically examined, and tested for leaks. A pinhole fluid leak, consistent with wear adjacent to a fold, was identified between the cuff shell body and backing. This lead could have caused or contributed to the issue observed clinically. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). Additionally, the reported events do not contain an allegation against the labeling. No further review is required. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported the patient with this artificial urinary sphincter presented at the hospital because the device was not working properly. Two weeks later, the patient returned to the hospital for a device replacement. Examination of the device at explant found that saline solution was leaking through the cuff. The cause of the small hole in the cuff was not determined. The cuff was replaced and the patient condition was noted to have improved. No patient complications were reported.

Event description:
It was reported that this product was not working properly. The patient presented to the hospital for an examination. Examination found that saline solution was leaking through the cuff; the cause of the small hole in the cuff was not determined. The patient was discharged from the hospital and returned two weeks later. At that time, the cuff was replaced and the patient condition was noted to have improved. No additional adverse patient effects were reported.